Event description:
It was reported that the bladder of a large volume intermate came loose and the liquid had ended up in the housing. The issue was identified during filling. The device was being filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during an unspecified date of (B)(6) 2022, should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: between march 20, 2020 to march 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.